Event description:
It was reported that the pump time was incorrect, cause was unknown. There was no adverse impact to the customer's blood glucose level. The caller opted to update the pump time themselves without assistance from technical support and was advised to monitor for any recurring time discrepancies.